Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that only a flatline was able to be obtained from the implantable cardiac monitor (icm) while using a programmer; attempts with a different programmer did not resolve the issue. It was noted that the icm may have slipped into a position that no longer allowed for good sensing. The icm remains in use. No patient complications have been reported as a result of this event.